Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Patient later reported pain", "hurt in the breast and underneath the armpit", "hard as a rock". Device remains implanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2021-01964. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.